Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. It was also noted that the implant integrated well in 2019, patient was not seen during covid and trauma appears to be explanation since implant was stable before covid.